Event description:
It was reported that the device was used a laparoscopic cholecystectomy. The clip would not clamp on the vessels. Another device was used to complete the case. There was no consequence to the pt. One device is being returned.